Manufacturer narrative:
Corrected h6 component code from imager to compressor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the legal manufacturer's investigation, the problem was reproduced (front panel led lighting failure). It was determined that some numbers did not light up due to a faulty front panel.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found some of the numbers on the front panel display did not light up due to failure of the front panel. Based on the results of the investigation, the front panel (seat switch/led) of the abdominal cavity pressure indicator (digital number) did not work due to a faulty front panel; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during pre-procedure inspection of the subject device for an unspecified therapeutic procedure, the front panel (seat switch/led) of the abdominal cavity pressure indicator (digital number) did not work. Another similar device was used to complete the procedure with no delay. There was no health damage to the patient as a result of the event.